Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis customer reported to fresenius (B)(4) that a 2008k2 machine experienced an ultra-filtration alarm. Event occurred during treatment while the patient was connected. Patient opted to cancel but was able to complete treatment on a different machine with no experienced blood loss reported. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. This report was received from fresenius (B)(4). Additional information was solicited.

Event description:
"."

Manufacturer narrative:
Additional plant investigation: it was stated by the customer that the machine was repaired by replacing the power control board. The reported issue was resolved and the machine was returned to service.